Manufacturer narrative:
Device evaluated by MFR: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent an endovascular treatment for an abdominal aortic aneurysm using the gore® excluder® aaa endoprostheses. All the planned devices were placed successfully. Circumferential device apposition was not perfect both in the left and right distal end, but no endoleak was found. The patient tolerated the procedure. When the patient was transported from the operation room to the intensive care unit, blood pressure decreased and the patient lost consciousness. The patient was returned to the operation room and an angiography was performed and vessel rupture of the left common iliac artery was found. A coil-embolization for the left internal iliac artery was performed and additional contralateral leg components were implanted in the left common and external iliac artery while occlusion balloon was used. No endoleak was found. The patient tolerated the reintervention. The reporting physician commented the following: vessel rupture following a 27 mm contralateral leg component placement was never heard, so the event was surprising. For a similar event in the future, landing in the external iliac artery would be an option.